Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the user experienced ongoing elevated blood glucose (bg) levels ranging from 200 mg/dl to 300 mg/dl. At the time of report, the user's bg level was 238 mg/dl. The user addressed bg level with a manual injection. Reportedly, the user reused the cartridge.